Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery full charge capacity was low and the cells were depleted. The root cause for the depleted cells could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was unable to hold a charge.